Manufacturer narrative:
A titan touch pump, and cylinders 1 and 2 were received for evaluation. Abrasion was noted on all tubes of the pump. No functional abnormalities were noted with the pump. A separation was noted in the exhaust tube of cylinder 2 near the tube/strain relief junction. This was a site of leakage. The surfaces appeared rough and irregular, indicating stress was exerted. Abrasion was noted on the exhaust tube of cylinder 2. No functional abnormalities were noted with cylinder 1. Based on examination of the returned product, it was concluded that while in-vivo both all tubes of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) on the exhaust tube of cylinder 2 near the tube/strain relief junction to separate. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2014 and revised on (B)(6) 2021 due to a hole in the tubing coming out of left cylinder.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted due to a hole in the tubing coming out of the left cylinder. No other adverse patient effects were reported.